Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file didn't find any similar report with the involved product code/lot# combination. The user facility reported a similar event from the same product code/lot number combination. See mdrs 2243441-2017-00201.

Event description:
The user facility reported that the angioseal evolution was being used following an invasive procedure and the plug tamper device failed to work which resulted in a hematoma for the patient involved. Manual occlusion pressure was applied by staff at the time of the fail and vascular seal was achieved after some time.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal evolution was received for evaluation. The header bag was returned along with the device. The returned device was removed from the header bag and subjected to visual analysis. There was a blood like substance along the length of the evolution. The compaction tube could be seen partially exposed from the carrier tube assembly. The compaction marker was visible. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was stiff. The gap between the upper and lower handles of the evolution measured 0.046". Neither the collagen nor the anchor were returned. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position and properly seated in the grooves of the lower handle. The drive gear was found properly seated. The suture could be seen tethered to the spool, but there were no turns of suture remaining on the spool. The rack was found in the distal position with no portion of the rack remaining proximal to the gearbox assembly. Functional testing was then performed by rotating the drive gear clockwise to reverse the rack. The rack freely moved through the gearbox assembly. The drive gear was then turned counterclockwise and advanced freely. No anomalies were found with the gearbox assembly. The sample could not be confirmed for tamping mechanism issue. The compaction tube was found exposed to the distal compaction marker, indicating that the compaction had occurred. The returned device was consistent with deployment. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.